Event description:
This is 1 of 2 reports for the same event, complaint #(B)(4).

Event description:
On an unk date, a female pt was implanted with a distal radius plate. Post-operative the pt complained of pain. X-rays revealed that the screws were angulated into the joint. The pt was returned to the operating room for hardware removal and no additional implants were placed. This report is #1 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was discarded by the hospital. Information obtained from completed questionnaire received.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
Device was discarded by the hospital. This is 1 of 2 reports for the same event, complaint # (B)(4).